Event description:
It was reported that during an unspecified procedure, the maverick otw balloon ruptured at 8 atms on the initial inflation. The lesion was located in the left anterior descending (lad) coronary artery. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported "okay".